Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured 8 cm in diameter abdominal aortic aneurysm. The physician stated the event was related to the procedure. The patient presented to the ER with severe hypotension and pain. A CT scan was done, showing a chronic dissection from the left subclavian down to the hypogastric on the left and proximal right common iliac. There was a 5.3mm aneurysm in the descending thoracic aorta. The true lumen was very compressed throughout the thoracic and abdominal aorta. The false lumen in the abdominal aorta was around 8 cm in diameter where the rupture occurred. Coverage of the entire descending thoracic aorta to exclude the false lumen was discussed as well as trying to exclude the infrarenal false lumen that was leaking. The physician decided to try and just exclude the infra renal false lumen to minimize the risk of paralysis. The endurant aui was placed below the renal arteries and extended into the right common iliac. Coils were implanted in the left common iliac, just above the hypogastric and at the level where the true and false lumens met in the distal left common iliac. A fem-fem was done to perfuse the left leg. The aui was ballooned aggressively to try and maximize the true lumen and compress/exclude the leaking false lumen. At the end of the procedure there was a late type 4 endoleak, but no evident type 1 endoleak visualized. The patient's blood pressure stabilized and they began weaning the patient off the levophed drip. The patient was stable for 4 hours but had a hypertensive event (systolic over 180). After that event, the patient became hypotensive again. Another CT scan was done, showing the aui was expanded to 26mm, but the aorta was 27-30mm at that level. There was contrast in the false lumen and a small area of false lumen not being compressed around the top off the graft. The patient was taken back to the or to attempt to exclude the false lumen starting near the left subclavian. The patient expired before that intervention could occur. The patient was in pea (pulseless electrical activity) for 15 minutes before the code was called and the patient expired.

Manufacturer narrative:
(B)(4). Off-label, unapproved, or contraindicated use (under sized stent graft implanted, treatment of a dissection, treatment of pre-op ruptured dissection).